Event description:
The account executive reported the right side rail is not locking in place. The bed was located in the pt's room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.